Event description:
Pt had star components removed.

Manufacturer narrative:
Star total implant components removed due to recurring heterotopic ossification. Correction due to use of 3003640913-2012-00028 on original submission filed (B)(4) 2012. This should have been 3003640913-2012-00029, but that number was used in the mean time. This will be filed as 3003640913-2012-00030.